Manufacturer narrative:
User reports the pdm would make a ¿sizzle noise¿ and reports an event where the pdm would not turn on. Inspection of the returned pdm found the lcd screen to be damaged. It could not be consively determined when or how this damage occurred. The pdm was returned with the battery depleted. The pdm was connected to a charging cable and allowed to full charge prior to further investigation. After the pdm was sufficiently charged, the pdm was able to turn on to the blue loading screen and boot up to the lock screen. Investigation observed that once the pdm was unlocked, the pdm generated a reset clock alarm and investigation was able to input the new date and time. Clearing the alarm resulted in the pdm displaying a blank white screen that would cycle through and refresh but failed to boot up to the main menu screen. The ibf log file was able to be pulled from the pdm. No pdm alarms were observed in the ibf file on the date of occurrence. The android log files were unable to be downloaded from the device and the adb tests could not be completed. Since the pdm was unable to be connected to a pod for delivery testing, investigation was unable to verify the reported "sizzle" noise. It could not be determined if the damage to the lcd screen contributed to the observed boot loader failure.

Event description:
It was reported that the controller was making a sizzling noise on occasion. The patient also could not previously get the device to turn on.